Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician commented that they have had problems with the guidewire becoming stuck in the lead on several occasions. The status of the leads is unknown. No patient complications have been reported as a result of this event.